Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating excessive no delivery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was never resolved by an infusion set, reservoir or complete set change. The customer was advised to monitor and call when the issue occurred.